Event description:
Provider alleged worn poppet valve. Per independent repair center statement, the unit was alarming or red light. The key failure was worn poppet valve. Additional malfunctions were 8" tie wrap for irc5po2v leaks.